Manufacturer narrative:
(B)(4). Device was not returned additional information received on (B)(6) 2011: the risk manager said that the patient was of normal size and it was a gyn procedure; unknown what kind of gyn procedure. Does not know if the device was reloaded or not. Thinks the leak occurred the next day. There were no complications for the patient whatsoever; patient discharged without any problems. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by user facility medwatch (B)(4) that while surgeon was using device it fired and did not appear to have staples in the load. The surgeon did hand suture the anastomosis of the colon/bowel. The patient did return back to surgery because of air leak. Unknown if device is available for analysis. Additional information being requested.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)